Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: visual and microscopic examination of the returned device identified an inner lumen break at the distal end of the port bond, however the outer lumen was intact. The inner was slightly stretched and kinked. This type of damage is consistent with excessive force being applied to the delivery system. A strut on the proximal end of the stent was misaligned. This type of damage is consistent with the difficulty encountered removing the device from the guide catheter. The balloon and the tip was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance is limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a coronary artery stenting treatment procedure, failure to cross the lesion occurred. The target lesion was located in the very tortuous mid right coronary artery (mid rca) with more than 180 degree angle. A 3.50 x 12 mm promus element was selected and advanced to treat the target lesion; however, the device was unable to cross the lesion with multiple attempts. The device was removed intact. The patient was advised to take medical treatment. There was no patient complications reported and the patient's condition was stable. However, the returned device revealed stent damage.